Event description:
A cook medical heavy double flexible tipped wire guide was placed and needle withdrawn. The dilator was placed and removed. A 7 french 3x lumen catheter was inserted. Blood returned from all ports. Chest x-ray identified that wire guide was fractured and there was a retained segment of the wire guide. There was an additional procedure to remove the retained segment of the wire guide.